Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a downstream occlusion error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: device received on 1/28/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue, and the downstream occlusion (dso) sensor, seal and bezel were replaced as a preventative measure.